Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer daughter reported when placing the non patient end onto her novo pen, (she is calling novo) the threading does not attach on smooth. 5 pen needles same subjects. Consumer daughter reported the same pen needle non patient end needle has also found to be broken off in the rubber of novo pen. = 5 pen needles from this box . Same subjects. Lot # 3353105, catalog# 320550, date of event unknown. Sample status discarded the ones with issues = 5 pen needles. Sending back unused needles from this box. Dc.